Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On 24 february 2024, the patient experienced severe acute abdominal pain during the mobilization of the peg tube. On 06 march 2024, the patient's abdominal pain resolved. On 26 march 2024, the patient's acute abdominal pain returned. On an unknown date, the patient underwent an endoscopy and was diagnosed with buried bumper syndrome. No further information was provided.

Manufacturer narrative:
Reference record (B)(4). It is unknown if the device involved in the event remained implanted in the patient or was removed; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.